Event description:
It was reported that the patient underwent a tlif for lumbar degenerative disease at l5/s1 using posterior fixation. Approximately five months post operation, the set screws at both sides backed out. A revision surgery was performed to remove the backed out set screws. It was also reported that the implantation was the third surgical procedure that the patient had undergone.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.